Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right ventricular (rv) lead exhibited noise oversensing and high out-of-range pace impedance measurements. The detected high impedance measurements triggered a lead safety switch (lss) from bipolar to unipolar sensing and pacing. After the lss, the pace impedance measurements returned to expected values. The noise was suspected to be due to myopotentials. The patient is dependent on pacing support, however the patient was not symptomatic and the noise oversensing did not cause pacing inhibition greater than two seconds. The device rv sensitivity was programmed to 10 millivolts and the physician planned to extract and replace the competitor rv lead. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicates that the physician believes there may be a lead integrity issue at the suture sleeve location on the competitor right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.